Manufacturer narrative:
The insulin pump was monitored and tested with no failed battery test and no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with failed battery test. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The device alarmed failed battery test after troubleshoot and new battery. The customer was advised the pump would have to be replaced and returned for analysis.